Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarms caused by an elevated force required to secure the door. The door hooks and latch pins were replaced the correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched in the medical/surgical unit. It was also reported that there was no patient involvement.